Manufacturer narrative:
E1: initial reporter phone has an ext. (B)(6). The device was received for evaluation. The investigation is pending.

Event description:
The event involved a transpac® IV monitoring kit, 213 cm (84"), disposable transducer, 03 ml squeeze flush device, macrodrip un-bonded where it was reported that dirt was evident on the transducer key. The packaging was sealed when the device was received at the pharmaceutical service. The status of the product in the event was during priming and it was not in the solution. There were no medications involved. Additionally, it was reported that they are almost sure that the dirt was found in the fluid path but requested their client to certificate the answer. The event did not occur during patient use, there was no delay in therapy, no adverse event and no one was harmed as a result of this event.

Manufacturer narrative:
Received one used. List #011-46115-68, transpac® IV monitoring kit, 213 cm (84"), disposable transducer, 03 ml squeeze flush device, macrodrip un-bonded; lot #5648746. The reported complaint of dirt on transducer was confirmed on the returned set. During visual inspection, corrosion was observed on the tpiv connector. The probable cause of the corrosion on the sample had occurred due to a fluid ingress into the tpiv connector during use. The transpac was electrically tested, a wave form was able to be zeroed with the waveform visible on the monitor. However, the corrosion on the tpiv connector could lead to no readings. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.